Event description:
Olympus was informed that the image went black during an unidentified procedure. The procedure was said to have been completed. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional information regarding this report without success. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. There was no image observed during evaluation. There was a big indentation on the outer tube at the tip. There was damage on the light guide fiber at the tip. Additionally, the light guide cable was noted with a minor buckle and the referenced device failed the transmission test. The image difficulties were attributed to impact damage on the outer tube. The device was repaired and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.